Event description:
It was reported that repair for 8110 syringe module was requested for linear sensor failure. There was no patient involvement.

Manufacturer narrative:
Corrections/updates were made to: b5, d10, g1, g4, g7, h2, h3, h6 (device, method, results, conclusion), h10 and h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(6)2013 to the present date (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that repair for 8110 syringe module was requested for linear sensor failure.